Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2007 patient underwent the following procedures: l3-l4 and l4-l5 anterior lumbar interbody fusion. L3-l4 and l4-l5 depuy aegis plating. L3-l4 and l4-l5, placement of depuy cougar cages, allograft bone graft. Placement of bone morphogenic protein. Pre-operative/ post-operative diagnoses: l3-l4 and l4-l5 annular tears with disk protrusion and instability. As per op-notes: "...protruding disc material was excised. The disc space was shaped and fitted to a size 16 10-degree cougar carbon fiber cage that had been filled with large bone morphogenic protein kit saturated into the sponges per the manufacturer's recommendation..." No complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.